Manufacturer narrative:
Section b3 of the initial medwatch report indicates: event date ¿ (B)(6) 2019 section b3 of the initial medwatch report should indicate: event date ¿ (B)(6)2019 additional information: the customer provided physio-control with additional patient information. The patient involved in the reported event is deceased; however, the customer informed physio-control that the device use did not contribute to the patient's outcome. Patient information fields a1, a2, a3, a4, and b7 have been updated.

Event description:
The customer contacted physio-control to report that they were using this device on a patient and the device's display went white when they attempted to deliver a synchronized shock to the patient. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may have been unavailable, if it was needed. There were no reports of any adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer.

Event description:
The customer contacted physio-control to report that they were using this device on a patient and the device's display went white when they attempted to deliver a synchronized shock to the patient. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may have been unavailable, if it was needed. There were no reports of any adverse effects to the patient as a result of the reported issue.